Manufacturer narrative:
The device is not available to be returned for evaluation. The reported events were confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, approximately 1 year and 10 months post implant of a 23mm sapien 3 ultra valve in the aortic position, the valve was explanted and replaced with a surgical valve. Additionally, per medical record review, it was determined the patient had unknown regurgitation, valve stenosis and leaflet mobility restriction. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per medical record, patient had medical history of end stage renal disease (esrd). Esrd lead to chronic kidney disease (ckd) and ckd is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (esrd) may have contributed to the reported complaint event. As the patient had stenosis, this could impact the functionality of the leaflet, resulting in restricted leaflet motion. As such, available information suggests that patient factors (stenosis) may have contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, patient had stenosis with leaflet motion restriction, it was likely resulting in central regurgitation. As such, available information suggests that patient factors (leaflet motion restricted) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 2 years post transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve, the valve was explanted and replaced with a surgical valve.

Manufacturer narrative:
Investigation is ongoing. H3 other text : n/a.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6.

Event description:
Additional information: medical records were received. The following was observed: (B)(6) 2023 1.5yrs post tavr ttecho to rule out acute endocarditis. The patient was positive for strep. Bacteremia: ef 62%, no vegetations, aortic valve appears tricuspid with mild ar noted. Av mean gradient 29mmhg, ava 1.03cm2. (B)(6) 2023 tee - indication: dyspnea with suspicion of severe as of tavr valve: ef 50-55%, moderate pvl vs. Ar; ava 0.88cm2, one leaflet with limited mobility, the valve appears "not fully deployed especially on posterior portion along interatrial septum'. Highly suspicious of patient prosthetic mismatch with mean gradients in the 20's and moderate regurgitation. (B)(6) 2023 explant with re-do avr/bentall: during the explant procedure, the procedure was "complicated" by pre-existing comorbidities such as immunosuppression from chronic steroid use and left or in ECMO support. Family elected to honor patient's wishes not to be in vegetative state and the patient was allowed to expire in ICU on (B)(6) 2023 @ 1755.